Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with moderate tortuosity and heavy calcification. The 2.75 x 20 mm trek balloon was advanced and inflated; however, the balloon ruptured during the first inflation of 9 atmospheres, for 20 seconds. The device was removed without resistance and a non-abbott balloon was used for further dilatation. A xience v stent was implanted to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide catheter: taiga 6f jr4.0. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with calcified lesion, such that the balloon ruptured upon the first inflation at 9atm, which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). It is possible the balloon interacted with the heavily calcified lesion, contributing to the reported rupture; however, without the device to examine a conclusive cause could not be determined. A search of the lot history records indicated no nonconformances for the lot and a search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency.